Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that patient sodium values generated using the architect c16000 analyzer ict module were falsely depressed. The following data was provided (mmol/l). Sid r361456q initial 118.2, repeated 138.7. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. A malfunction of the following parts was identified; 1 ml syringe (part 09d41-02), tbg, ict valve no to waste (part 7-203000-01), valve, poppet set (part 09d36-02), and tubing, ict aspiration (part 7-202639-01) conclusion code was corrected.